Event description:
It was reported that upon interrogation, an out of range measurement was observed. R-waves were also observed to be low. The device was replaced. The patients condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.